Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. In one occurrence, the customer reported a blood glucose (bg) level of over 500 mg/dl. The customer changed the supplies on the pump and administered a correction bolus to address bg level. It was confirmed that the customer had manual novolog injections available as alternate insulin therapy.